Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified number of four-way large bore stopcock extension sets were cut. The tubing of the set was diagonally cut approximately ½ inch. It was further reported that proximal to the first cut was another cut approximately ¼ inch and proximal to the second cut were two parallel cuts approximately ½ inch each. The cuts were discovered during an unspecified process step. There were no infection control issues reported and there was no report of patient injury or medical intervention associated with this event. No additional information is available.